Manufacturer narrative:
The device was rec'd. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: vessel locator wings did not retract, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a moderately calcified femoral artery after an interventional fractional flow reserve (ffr) procedure. Reportedly, after deploying the clip, the vessel locator wings did not retract and the device was difficult to remove. The device was removed by using a forceful pull. The clip from the device achieved hemostasis. Reportedly, the vessel locator wings and the clip "blocked" each other. There were no reported adverse pt effects. No additional info was provided.